Manufacturer narrative:
The patient underwent successful tavr procedure with tee showing trivial pv leak post deployment. Post-operative day (pod) #1 tte showed a well-seated valve with mild pv leak.  The patient was discharged home in stable condition on pod #2 with instructions to follow up in 1 month from discharge. Progress notes on pod #21, the patient reported to be feeling ok since tavr and was negative for sob, chest pain, palpitations, fever, and leg swelling. The medical records reviewed do not mention any hospital admission or viv tavr procedure performed pod #14. In addition, per the facility¿s health information management comment on the records provided, there were no records found for that date of service. In addition, the fcs also confirmed not having any information regarding this patient undergoing a viv procedure. Based on the available information, it appears that this this patient did not undergo a viv procedure and the information provided by the hospital regarding the second valve was for a different case/patient. In this case, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. After investigation it has been determined that this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
It was reported through the implant patient registry that this patient with a 20mm transcatheter valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 14 days due to unknown reasons. A 26mm transcatheter valve was implanted. No additional details were provided.